Event description:
The patient was bilaterally implanted with saline devices. Subsequently it was noted that the patient had developed an infection and delayed wound healing in both breast and the prosthesis was removed.